Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis reported as a peritoneal infection and was hospitalized for the event. The reporter did not know the detailed infection site and reported that it was caused by cold. The cause of the event will be assessed as unknown. Treatment was unknown. At the time of this report, the patient had not recovered from the event. It was unknown if peritoneal dialysis therapy was ongoing. No additional information could be provided as the reporter declined follow up.